Event description:
It was reported that a 2.0 hex driver snapped in the head of screw during implantation, was not able to be retrieved and was left inside the patient. No adverse event reported from the patient.